Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise and an incremental increase in capture threshold over the past year. The lead was capped and replaced during a pulse generator exchange on (B)(6) 2018. No further patient consequences were reported.

Manufacturer narrative:
Additional information: weight, ethnicity and race, device code.

Event description:
New information received stated that the noise was first discovered in clinic on (B)(6) 2016. The atrial lead also exhibited rise in impedance and the presence of intermittent noise resulted in undersensing of native atrial rhythm. The patient was not known to be symptomatic from this event.

Event description:
New information received stated that the atrial lead also exhibited noise oversensing prior to the lead revision procedure on (B)(6) 2018.